Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call moisture damage, button error alarm, unexpected restart error alarm and high blood glucose levels. Customer's blood glucose level was 600 mg/dl. Customer treated their high blood glucose via manual syringe. Customer was unable to clear the unexpected restart error alarm due to buttons responding intermittently. Customer advised they had a black circle at the top. Customer advised they went into the swimming pool while wearing the insulin pump for a brief moment. Customer advised the device went blank due to the moisture damage. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had no unexpected restart alarms or button error alarms noted. The insulin pump was received with constant motor error alarms during rewind due to corroded motorhome switch. We were unable to perform pump self-test, off no power test, unexpected restart error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test, excessive no delivery test and operating currents measurements due to motor error alarms. We were unable to verify blank display anomalies and icon anomalies due to motor error alarms. The insulin pump had moisture damage on all electronic assemblies noted. The insulin pump had an intermittent button response on the esc and act buttons due to moisture damage on keypad traces noted. The insulin pump had minors scratches on lcd window, cracked window, cracked lcd case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, cracked belt clip slot and stained end cap sticker. Corrosion on flex cable gold fingers noted during visual inspection.